Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed a "recall" error message. The user recalibrated the device. The device was used for the remainder of the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.